Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had the implant done in 2 surgeries. They reported that the first week after the first surgery, they were almost totally clean and perfect with a 99% cure, they stated the 2nd week as well. It was reported that after the second surgery all of a sudden their symptoms returned. Caller stated they tried to turn up the ins to see if that would help. They reported at 1.3v it was painful, reporting it was painful in their left labia. Caller reported they did turn the ins down to 1.1v and there was no pain, but the symptoms were there. Caller reported they did not feel stimulation all the time. Caller reported when they turned it up they could feel it, but then the feeling went away. The patient was asked if they were seeing a 50% reduction in symptoms, they said yes from where it was. The patient was redirected to their healthcare provider to discuss symptoms. No further complications were reported or anticipated.